Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Recall 1627487_12192011-003-r.

Event description:
It has been reported, the pt has noticed a change in the ipg charging pattern and is now charging daily. The pt is reported to have stimulation. Attempts to obtain additional information have been unsuccessful. No further information is available at this time.